Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. A detailed visual inspection of the distal ventricular setscrew and terminal block showed damages at the first thread. These observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. It was reported that during the follow-ups, different ventricular impedance tests were performed and showed variables results including abnormally high ventricular impedance (>3000) and with high threshold mainly in bipolar. During the revision procedure, the lead was successfully tested with the psa and after a reconnection attempt: the impedance was good but the threshold was still high. Considering the above observations and analysis results, the most probable hypothesis to explain the high (but variable) impedances and the high thresholds at ventricular level two months after the implantation is that during implantation: the setscrew was completely unscrewed then reinserted but skewed and stuck at the top of the terminal block, however, the lead was considered tightened; there was probably an electrical continuity because the lead tip could touched the terminal block but in reality there was a bad (mechanical) contact; later, high and/or variable impedance and increase of the threshold could have occurred due to the patient's movements at the pocket level (the electrical continuity was not correctly assumed between the lead tip and the terminal block); concerning the lead connection and the screwing/unscrewing operations, it should be noted that: the instructions provided in the physician's manual are adequate to prevent setscrew loosening: caution: do not tighten the pre-inserted screws when there is no lead (this could damage the connector). Do not loosen the screws before inserting the lead connector (subsequent risk of being unable to reinsert the screw). Inserting the screwdriver: insert the screwdriver in the centre of the prominent screwdriver slot contour (the ventricular screwdriver slot is positioned above the axis of the ventricular lead and the atrial screwdriver slot is positioned below the axis of the atrial lead). Standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, sorin verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise the setscrew may be disengaged. To position it correctly after disengagement might be difficult. The device is retained in the returned product storage area.

Event description:
Reportedly, during a post-implant check, abnormally high lead impedance was observed at ventricular level: 3000 ohms with bipolar setting and 1300-1700ohms with unipolar setting. Increase of threshold was also confirmed. The device was rechecked with similar results. During re-intervention, the leads were successfully tested. The physician decided to replace the complete system. The pacemaker involved in this MDR report was returned for analysis.